Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer¿s reported issue of the ventilator not ventilating. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed the 70 hour extended tests at the customer's settings. The ventilator failed the initial final test for non-conformance with the measured flow and volume performance test. Carefusion replaced the blower module with a known good one to correct the reported issue. The ventilator then passed the initial final test.

Event description:
It was reported by the customer that the patient was being transported by a helicopter to the trauma center when a crew member noticed the wave etco2 wave form was flat. The patient was assessed for et tube placement and found it was properly in place but the ventilator was not ventilating. Troubleshooting was attempted with no success. The patient was then taken off of the ventilator and bagged. The patient had no negative outcome during this event. The ventilator was tested after the flight and the issue was unable to be duplicated.